Manufacturer narrative:
B2: death outcome added. B2: date of death - estimated as date of death was noted to be the weekend post implant. B5: information added. H1: report type changed from serious injury to death. H6 impact code added; death.

Event description:
It was reported that device embolization, pericardial effusion, and cardiac tamponade requiring surgical intervention occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. A 40 mm watchman flx pro closure device (wds) was inserted and attempted, yet it was determined to be oversized, and the decision was made to remove the 40 mm wds and downsize to a 35 mm wds. Standard device preparation was performed for the 35 mm wds. During preparation, it was observed that the closure device moved bidirectionally within the wds delivery catheter. The 35 mm wds was then flushed, hemostasis valve was tightened and it was introduced into the watchman trusteer access system (was). Deployment catheter was positioned properly; flex ball was created. The was was used to re-position the flex ball, physician proceeded to press-out the closure device. Once the 35 mm wds closure device component shoulder markers reached the end of the deployment catheter the closure device embolized. The wds delivery sheath was removed, amplatz 0.35 wire was introduced through was into the left atrium. Decision was made to remove was, while doing so the amplatz wire retracted into the right atrium. The was was re-prepped and introduced into the svc, physician decided to use a non-boston scientific (bsc) steerable catheter to re-cross the septum. At this point, tee was unavailable, and the anesthesiologist was supporting the patients declining vitals. A raptor snare was introduced into the non-bsc steerable and attempts were made to snare the closure device using fluoroscopic guidance. It was unclear if the non-bsc steerable was in the left atrium. Decision was made to surgically remove the closure device. Cardiopulmonary resuscitation (CPR) was initiated during transport to the operating room. Upon arrival, defibrillation was required. Surgical exploration revealed a significant pericardial effusion with cardiac tamponade. The embolized watchman closure device was surgically removed, and the patient subsequently underwent coronary artery bypass grafting (CABG). The patient remains admitted to the intensive care unit (ICU). In the physicians opinion, the closure device embolization event and subsequent attempts at retrieval caused the complications leading to surgical intervention. It was further reported the patient died over the weekend after the index procedure. No further details were made available.

Event description:
It was reported that device embolization, pericardial effusion, and cardiac tamponade requiring surgical intervention occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. A 40mm watchman flx pro closure device (wds) was inserted and attempted, yet it was determined to be oversized, and the decision was made to remove the 40mm wds and downsize to a 35mm wds. Standard device preparation was performed for the 35mm wds. During preparation, it was observed that the closure device moved bidirectionally within the wds delivery catheter. The 35mm wds was then flushed, hemostasis valve was tightened and it was introduced into the watchman trusteer access system (was). Deployment catheter was positioned properly, flex ball was created. The was used to re-position the flex ball, physician proceeded to press-out the closure device. Once the 35mm wds closure device component shoulder markers reached the end of the deployment catheter the closure device embolized. The wds delivery sheath was removed, amplatz 0.35 wire was introduced through was into the left atrium. Decision was made to remove was, while doing so the amplatz wire retracted into the right atrium. The was re-prepped and introduced into the svc, physician decided to use a non-boston scientific (bsc) steerable catheter to re-cross the septum. At this point, tee was unavailable, and the anesthesiologist was supporting the patients declining vitals. A raptor snare was introduced into the non-bsc steerable and attempts were made to snare the closure device using fluoroscopic guidance. It was unclear if the non-bsc steerable was in the left atrium. Decision was made to surgically remove the closure device. Cardiopulmonary resuscitation (CPR) was initiated during transport to the operating room. Upon arrival, defibrillation was required. Surgical exploration revealed a significant pericardial effusion with cardiac tamponade. The embolized watchman closure device was surgically removed, and the patient subsequently underwent coronary artery bypass grafting (CABG). The patient remains admitted to the intensive care unit (ICU). In the physician opinion, the closure device embolization event and subsequent attempts at retrieval caused the complications leading to surgical intervention. It was further reported the patient died over the weekend after the index procedure. No further details were made available.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was retained by the customer; therefore, returned device analysis could not be completed. Media review: despite multiple attempts, procedural angiographic media was not provided to assist in the investigation. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part#: m635wu60350, batch#: 0036352125. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformance's that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant embolization, pericardial effusion with cardiac tamponade, perforation, (hospitalization, surgical intervention, intensive care, resuscitation) device explant, and death. Risk review: a risk review was completed and confirmed that the events of premature deployment, implant embolization, pericardial effusion with cardiac tamponade, perforation, device explant, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that device embolization, pericardial effusion, and cardiac tamponade requiring surgical intervention occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. A 40mm watchman flx pro closure device (wds) was inserted and attempted, yet it was determined to be oversized, and the decision was made to remove the 40mm wds and downsize to a 35mm wds. Standard device preparation was performed for the 35mm wds. During preparation, it was observed that the closure device moved bidirectionally within the wds delivery catheter. The 35mm wds was then flushed, hemostasis valve was tightened and it was introduced into the watchman trusteer access system (was). Deployment catheter was positioned properly, flex ball was created. The was was used to re-position the flex ball, physician proceeded to press-out the closure device. Once the 35mm wds closure device component shoulder markers reached the end of the deployment catheter the closure device embolized. The wds delivery sheath was removed, amplatz 0.35 wire was introduced through was into the left atrium. Decision was made to remove was, while doing so the amplatz wire retracted into the right atrium. The was was re-prepped and introduced into the svc, physician decided to use a non-boston scientific (bsc) steerable catheter to re-cross the septum. At this point, tee was unavailable, and the anesthesiologist was supporting the patients declining vitals. A raptor snare was introduced into the non-bsc steerable and attempts were made to snare the closure device using fluoroscopic guidance. It was unclear if the non-bsc steerable was in the left atrium. Decision was made to surgically remove the closure device. Cardiopulmonary resuscitation (CPR) was initiated during transport to the operating room. Upon arrival, defibrillation was required. Surgical exploration revealed a significant pericardial effusion with cardiac tamponade. The embolized watchman closure device was surgically removed, and the patient subsequently underwent coronary artery bypass grafting (CABG). The patient remains admitted to the intensive care unit (ICU). In the physician's opinion, the closure device embolization event and subsequent attempts at retrieval caused the complications leading to surgical intervention.